Event description:
Our affiliate is reporting that during an arthroscopic procedure, a portion of the black insulating material at the distal end of a mitek vapr hook electrode flaked off into the patient's joint space. The debris was flushed from the body and the procedure was completed successfully without further incident or harm to the patient. One of the observers, a theater staff member, thinks that the surgeon may have abraded the device against the cannula or the scope causing the material to flake off, a technique issue, however, the surgeon says that is not so.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation, however, the failure mode reported for this issue has historically been attributed to the user abrading the device against something hard or sharp, like a cannula or scope edge. This would be a technique issue. Although this is a hypothesis and is not conclusive, we could not identify any other factors that would result in such a failure. In this particular issue, although the surgeon denies the technique hypothesis, at least one observer of the procedure feels that the user did abrade the complaint device against another instrument causing the piece of insulation to flake off. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is a question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed. No further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.